Event description:
The customer reported that during a lap gastrectomy procedure, the device did not seal the tissue correctly and a regrasp alarm sounded. No endtone was heard (indicating a completed seal cycle). The patient lost more than 250cc but less than 500cc of blood. As a result, one concentrate of erythrocyte (about 300ml) was transfused. The procedure was extended by more than 30 minutes. The procedure was continued with another device. Reportedly, the patient was not injured.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).one used device was returned and evaluated. Visual inspection found no defects. The jaws opened and closed normally using the handle. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer&#39;s reported condition. All seal cycles completed satisfactorily and endtones, indicating completed seal cycles, were heard. The device was activated while pressing different areas of the button to detect any problematic activation issues. Again, all seal cycles were completed satisfactorily and endtones were heard, indicating completed seal cycles. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer&#39;s report were noted. Covidien could not confirm the customer&#39;s report.